Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had post-reset ram crc alarm. The customer was able to clear the alarm and able to rewind the insulin pump but pump alarm occurred immediately after a battery change. The customer¿s blood glucose was unknown at the time of incident. The insulin pump will not be return for analysis.